Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited fluid loss and inflation issues. During the surgical procedure, a small pinhole-sized leak was identified in the left cylinder. Additionally, air was observed within the device, and the pump bulb remained collapsed. The entire prosthetic system was explanted and replaced with a new ipp. No patient complications were reported.